Manufacturer narrative:
Precision testing was performed. The field service engineer checked the pipetting and rinse units. No abnormal things were found. Precision studies were performed and were acceptable. Calibration data was ok. Data for one level of control was provided and recovery was within range. A general reagent issue could be ruled out since calibration and quality control are acceptable. Clots were visible in the affected sample. Based on provided pictures of the sample containers, the issue is consistent with incorrect pre-analytic sample handling (sample mismatch). The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 6000 c (501) module. The sample was aliquoted into a sample cup and initially resulted in a creatinine value of 2.22 mg/dl and this value was reported outside of the laboratory. The physician requested a repeat of the sample. The aliquot cup of the sample was repeated (B)(6) 2022. Resulting in a value of 2.37 mg/dl. The primary tube was also repeated (B)(6) 2022. Resulting in a value of 0.98 mg/dl. The creatinine reagent lot number was 58646201, with an expiration date 31-jul2022.

Manufacturer narrative:
The evaluation method code has been updated.

Manufacturer narrative:
The evaluation result and evaluation conclusion coding has been updated.